Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire was stuck in the puncture needle; which required the removal of the needle in order to get the guide wire out. This resulted in a hematoma over the right jugular requiring compression. A product sample was received for evaluation and it was observed to be unraveled.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was stuck inside an introducer needle and unraveled toward the distal end. The guide wire was cut in order to remove it from the needle. The core wire had separated adjacent to the distal weld. Microscopic examination revealed discoloration and necking in the area of the break. No pieces of the wire appeared to be missing. The od of the wire and ID of the needle were measured and found to be within specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw the wire against the needle bevel and not to use excessive force during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.